Manufacturer narrative:
Result: faulty right foot-end load cell.

Event description:
It was reported by service report that the scale was not functioning. It is unk if there was any pt involvement or any adverse consequences to report.